Manufacturer narrative:
Local dealer was able to remount the track and secure it correctly to the ceiling.

Event description:
According to customer he has a ceiling mounted track system on which one of the lag bolts came loose and the lag bolt next to it is also coming loose. No injury reported.